Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that he felt like that spur of the device was going to be into anterior chamber, then it turned 90 angle. Although the device was removed from the delivery system, aqueous humor was not running out. It seems that the top part of the device was not entered in anterior chamber. According to the surgeon the event was considered not serious.

Manufacturer narrative:
Evaluation summary: the sample was not returned from sterilization yet, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The root cause will be reassessed upon completing the investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor of ophthalmology reported that during a glaucoma filtration device implant procedure, the device was caught in the patient's eye. There was no flow of aqueous humor confirmed, therefore, the device was removed. The procedure was converted into a trabeculectomy in order to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product evaluation: delivery system (eds) and shunt were returned for investigation. Eds wire depressed and retracted towards eds cannula. Shunt seems visually proper, clean and measurement within specifications, yet partially clogged. After slicing the device, the restriction unit seemed centered and no welding penetrations were seen; therefore, there is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection, measurements and inner illumination. If a defect would be noticed, the product would have been rejected and segregated immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is 'inconclusive - no root cause identified', since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after slicing the device the restriction unit seemed centered and no welding penetrations were seen. Therefore, there is no evidence for an inherent defect that might have caused the event. (B)(4).